Event description:
The customer reported to olympus, the evis x1 video system center produced a black image. This issue occurred during preparation for use. The intended procedure was completed with the same device with no delay or patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: <medical corporation (B)(6) hospital.> added here due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. However, it is likely that a temporary malfunction of printed circuit board occurred, resulting in this phenomenon. Olympus will continue to monitor field performance for this device.